Event description:
The user facility reported that the protective sheath "flew off" while a nurse was pressing the syringe on a hard surface to activate the safety feature. She then sustained a needlestick on her left index finger. The nurse was treated according to the facility's post exposure protocol, which does not include prophylactic medication.

Manufacturer narrative:
Follow-up communication with the reporter confirmed the following: (1) the involved device was discarded at the user facility; (2) this was first needlestick incident since the facility began using these devices 2-years ago; and (3) additional event specific information was not available. Therefore, the investigation was based upon assessment of the initial user facility information and evaluation of reserve samples from the reported lot, the previous and subsequent production lot. No abnormalities or defects were noted on visual inspection and all samples passed functional testing. A review of the device history records indicated that there were no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. The device labeling does address the potential for such an occurrence in the warnings and the instructions-for-use with statements such as the following: (1) "handle with care to avoid needlesticks"; (2) "keep hands behind the needle at all times during use and disposal"; additional IFU statements include: (3) "for greatest safety, activate the sheath using a one-handed technique"; (4) "position sheath approximately 45 degrees to a flat surface. Press down with a firm, quick motion until a distinct audible click is heard"; and (5) "visually confirm that the needle is fully engaged under the lock." All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow-up.